Event description:
It was reported that during a follow-up, the ventricular lead exhibited loss of capture at 7.5 v due to dislodgement. A chest x-ray revealed that the lead had perforated the apex of the heart. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.